Event description:
Patient allegedly received an implant on (B)(6) 2014 via right internal jugular vein due to pulmonary embolism and deep vein thrombosis. Patient is alleging vena cava perforation and device unable to be retrieved. The patient further alleges ¿I have been having problems breathing and I constantly feel pressure around my chest, neck, and stomach area. I am overwhelmed and depressed because of my condition.¿ per the x-ray abdomen dated (B)(6) 2019, ¿redemonstrated is the inferior cava filter with snare hook projecting parallel to the right l2 pedicle.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01071.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.